Event description:
The facility reported a colleague infusion pump with malfunction of pump "not priming up". The event was reported to have occurred during programming / setup in general patient ward. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of "pump not priming" was not confirmed nor duplicated during product evaluation. However, event history log review and sample evaluation confirmed the reported problem as "tube load failure", but it could not be reproduced and the device was operating according to specification during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding pump failed with failure code 701:00. User interface printed circuit board assembly (uipcba) was replaced and pump passed subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.